Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for infusion of intrathecal morphine and clonidine for non-malignant pain and failed back surgery syndrome. On 4/15/1999, during a refill procedure, the hcp injected 14 cc of a morphine/ clonidine mixture into the pump pocket instead of into the refill septum. The pt became lethargic and weak with a decreased oxygen saturation of 80% at the hosp. The pt was hospitalized until 11/17/1999. The pt has recovered fully.